Event description:
Complainant alleged that while attempting to convert the heart rhyth of a patient (age unknown) the device displayed a "bridge test failed" message.complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.